Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage on the keypad traces. There was no blank display anomaly. However, the unit passed self test and no delivery error alarm test. The settings did not erase. There were no delivery alarm after battery change anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has intermittent keypad anomaly. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.